Manufacturer narrative:
Additional information: h6

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an implant procedure. During the right ventricular lead placement and testing, high, out-of-range lead impedance was noted. The lead was removed and replaced without any negative effects to the patient. The patient was doing well and was discharged.